Manufacturer narrative:
The event unit is anticipated to return to applied medial for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic salpingectomy. Event description: the doctor was performing a laparoscopic salpingectomy. The device was plugged in and the voyant generator said device ready. It made the sound of burning but no heat was applied to the tissue. When the dr cut the tissue he could see that no there was no burning of the tissue and it was bleeding. Information from distributor form: the device was plugged in and the voyant generator said device ready. It made the sound of burning but no heat was applied to the tissue. When the dr cut the tissue, he could see that no there was no burning of the tissue and it was bleeding. Additional information received by distributor via email on 10-mar-26: the bleeding was observed 1-2 seconds, 2 activations after the jaws were removed. The bleeding was removed using another voyant. The fallopian tubes were being sealed. The bleeding was not observed from a specific vessel seal. General oozing observed around a tissue bundle. No vascular pathology. Tension was applied, fallopian tubes were being held with a soft grasper. No eschar buildup. The jaws were not cleaned. No alarms. The "sound of burning" is the short peep peep peep sound the generator makes when it is sealing the tissue and then the long peeeeeeeep sound when the cycle is complete. Intervention: another device was opened and it worked better. Patient status: no clinical impact, just some bleeding.